Event description:
Reportedly, the device was explanted after an implant duration of 8.47 months. According to the report received by the sales rep, 2-3 weeks post-op, the patient became symptomatic. At patient review 3-4 months post op, there was no evidence of symptoms, patient was "doing well". Further information suggests that the patient condition has deteriorated; surgeon is waiting until the patients demise before he will complete his report (cer). In 2009, device was explanted.

Event description:
It was reported that when the customer pumped air by syringe, but balloon did not inflate. It was unable to aspirate air when customer tried to pull the syringe. There were no patient complications were reported.

Manufacturer narrative:
Received information from surgeon in 2009, that the patient has expired. No additional information has been provided.

Event description:
In 2009, a doctor reported that during a dental visit a patient experienced an allergic reaction with symptoms of sneezing, facial swelling, and nasal discharge. The next day, the patient received medical treatment which included a steroid injection and a prescription for allegra.

Event description:
Customer reports drawer on pyxis anesthesia system failed. No pt harm reported.

Event description:
It was reported that the indicator of temperature was very unstable and gave various temperature reading, from 20-30 degrees. There were no patient complications reported.

Manufacturer narrative:
Device was explanted in 2009 per the op report provided by the surgeon.

Manufacturer narrative:
Evaulation summary: fibrous like tissue is evident in the belly region of all three leaflets at the outflow aspect. The deposits restricted mobility in the leaflets and led to stenosis. No inconsistencies detected in the x-ray. The device has been returned and evaluated. Customer letter sent 09/25/2009.

Manufacturer narrative:
Research and development report discussion and summary states: this valve was reportedly explanted after 8.47 months due to stenosis. It was reported that ¿small central eoa due to fibrous deposits¿ noticed by surgeon at explant. The histology results show that the granulation tissue or clear colored thrombus in the belly of the cusps noticed by the surgeon is thrombotic in nature. The thrombotic deposits were likely the major contributor to the valve stenosis due to the reduction of the leaflet flexibility and mobility. No significant white blood cells were observed in the specimens examined. The bioprosthetic porcine leaflets were well preserved. Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this valve cannot be determined at this time.

Manufacturer narrative:
In 2009, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No additional information has been received.

Manufacturer narrative:
06/29/2009 received both customer experience report and operative report for explant performed in 2009. Device was explanted and replaced with a 19mm ats prosthesis. Patient has been started on warfarin. At explant, the surgeon reported stenotic valve with small central eoa due to fibrous deposits. In the operative report, it was noted ¿the porcine bioprosthesis was markedly abnormal. Each of the cusps contained a deposit of either granulation tissue or clear colored thrombus in the belly of the cusp, rendering each cusp almost immobile apart from a small degree of opening at the central portion of the valve.¿ the surgeon noted no obvious comorbidity or medications. Fibrous deposits were not infective and reportedly developed quite rapidly. Surgeon cannot think of a pathophysiology that would cause these deposits. Of note, there is no update on the patient¿s condition. 07/13/2009 it was learned that the device has been shipped and is being returned for evaluation. The results will be provided to the customer by letter. No further patient information has been provided. This was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review has been started. The tee was requested, but is unavailable. No update has been provided on the patient's current condition. Device not returned.